Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller tested 3.9 inr on the coaguchek xs system while a comparison lab returned as 5.7 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system, and replacement was sent.